Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Functional testing to perform motion test could not be performed. Incomplete failure analysis occurred because the instrument could not pass engagement. Additional observation: review of engagement logs showed the instrument failed to engage on (B)(6) 2022 using system (B)(4). Error 22020 occurred stating ¿engagement failure - roll axis¿. This error indicates a potential high friction with motion. Instrument was placed on an xi system arm and failed engagement on five consecutive attempts. An additional observation was identified: main tube was manually rotated. There appears to be higher than normal friction of the roll motion when actuated. Root cause is a component failure. There was no image or video clip submitted for review. A review of the instrument logs for the stapler sureform 45 (part# 480545-04 / serial # (B)(4)) was performed. The instrument was last used on 23-sep-2022 on system sn: sk4220 with 12 uses remaining. A review of the site's system logs revealed the following possible related system error: 22020 ¿ installed sureform 45 curved-tip failed to engage on arm 3 (roll axis hardstop check failed). This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the curved-tip stapler sureform 45 instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, when the curved-tip stapler sureform 45 instrument was installed on arm 4, the instrument engaged and it was moved through the cannula. Prior to the surgeon taking control, the instrument articulated and moved "wherever it wanted to go". Prior to the site removing the stapler instrument from arm 4, the site re-attempted to engage the instrument unsuccessfully. The instrument was replaced, and the issue did not persist with the new backup same instrument. Multiple error 22020 were confirmed in logs. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.